Event description:
New information received noted the lead was capped and replaced on 14 aug 2023. The patient was in stable condition.

Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was discovered, the right ventricular lead oversensed noise resulting in pacing inhibition. No changes or intervention was performed. The patient was in stable condition.